Event description:
My problem started out with lower flank pain and back pain that was so excruciating I could not walk. I went to the emergency room so many times I can't count due to the pain. I have been to so many different doctors. I am taking so much medication for several different issues this thing has caused. This has led to me being unable to drive, walk without the assistance of a walker which started at the (B)(6), and spend quality time with my children. This has taken my quality of life. I'm always in pain and it's not just any pain the pain is always at a 7 even with the pain medications that I take. I have to go to pain management every 30 days. I have to see an endocrinologist because I have a vitamin d deficiency because of this. My joints are in pain constantly and I have potassium and magnesium deficiency also. I have been to the doctor that inserted this device and asked her to remove the device but all she would say is she doesn't think the device is the problem and talked to me like the pain was in my head. Before this happened I worked full-time, drove, exercised, and was a real mom to my three children. Now I feel like my 2 youngest girls (B)(6) will never know the mother I was and used to be before all of this happened. I really need this thing removed from my body because it is something foreign and my body doesn't want it. I know the insurance will not cover the removal if the doctor doesn't feel like it's medically necessary. This essure is the worst thing I have ever allowed a doctor to do to me. If anyone is able to help me get this thing out and hopefully get my life back.